Manufacturer narrative:
Analysis of the catheter, model# 8731sc, sn (B)(4), found indentation and circular coring into the sealing surface of the su tureless connector cup consistent with the inner diameter of the pump outlet port tip. Pressure testing showed leaking of the sutureless connector, most likely due to the coring.

Event description:
It was reported that the patient was not receiving effective therapy. At 1200mcg the patient was not really getting relief and was very spastic. The patient kept requesting to have the dose increased and stated ¿thank god they stopped so patient didn¿t end up in a coma.¿ the patient had significant symptoms of overdose each time the pump was refilled. The patient had ¿passed out¿ after refills and it had occurred multiple times. Beginning (B)(6) 2015 the patient had been hospitalized four times. The patient would go to sleep at night or during the day and would stay asleep for 24 hours or longer. The patient stated that he would stop breathing and they would have to bring him back and that would repeat. The patient stated ¿whatever was depressing his cns (central nervous system).¿ during a pump refill, a volume discrepancy was observed where the actual residual volume (arv) was greater than the expected residual volume (erv). Specific values for the volumes were unknown. It was noted that the pump was being refilled by bhi. The pump was also expiring earlier than expected and needed to be replaced before the elective replacement indicator (eri). However, it was stated that the pump had otherwise worked as expected. A replacement surgery took place on (B)(6) 2015 at which time the pump was replaced as well as the pump connector portion of the catheter. The pump connector had a crack or sever in it. Per the patient, the drug had spilled from the pump due to the tear in the catheter. The drug went into the patient¿s body and started sedating everything on the patient¿s body. No diagnostic testing or troubleshooting had been performed. The product issue was resolved. Following the revision the patient was doing well and the doctor stated ¿like a new man.¿ the device system delivered baclofen. It was unclear if the type of baclofen was lioresal or gablofen.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# n18406900,1 implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# l55919, implanted: (B)(6) 1998, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.